Event description:
Information was received indicating that a smiths medical cadd-ms® 3 ambulatory infusion pump isn't going to the "main screen," thus not being able to run the pump. The device operator reports that she may have pressed a button and the pump keeps asking for the security code. The event occured during use with the patient but there was no reported injury to the patient.